Manufacturer narrative:
Imdrf device code a050501 captures the reportable event of bands unable to deploy. The returned speedband superview super 7 (handle assembly and ligator head) was analyzed, and a visual evaluation noted that the ligator head was returned with all the bands attached. Some of them were moved from their position and overlapped. The suture was broken, possibly during the device removal. Additionally, the handle did not have marks of trip wire secured. The ligator head was observed under magnification, and the ligator housing teeth were found bent/damaged. The suture hole was in good condition. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, the returned ligator head had all the bands attached, some of them were overlapped and moved from their position. The ligator housing teeth were found bent/damaged. These suggest that the device could not deploy. A labeling review was performed and based on the condition of the returned device; this device was not used per the instructions for use (IFU)/product label as the trip wire was not secured. This condition, unsecured trip wire, could have affected the overall performance of the device causing the trip wire to slip through the handle assembly and contribute to an inaccurate deployment of the bands. This could have resulted in an improper deployment of the bands making them overlapped and causing more tension on the device bending/damaging the teeth. Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is failure to follow instructions due to problems traced to the user not following the manufacturer's instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a varices banding procedure performed on (B)(6) 2023. During the procedure, the bands would not deploy. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.